Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The harmonic ace instrument tip was found to have the blade broken approximately 0.014¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is typically attributed to mishandling/misuse. A review of the procedure log showed the harmonic ace instrument (part #480275-08 / lot #l90220320-0285) was used on (B)(6) 2022 during this pancreatoduodenectomy surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported of harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the user observed that the harmonic ace instrument tip was broken. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind. The user continued on with the case and completed the procedure with no further issue reported. No fragment fell inside the patient and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed follow-up on (B)(6) 2022 and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not collide with any other instrument or tool during the procedure. The customer observed that the instrument blade was broken. It was confirmed that no fragments fell inside the patient during the procedure.